Event description:
It was reported that patient told her daughter that she could feel a loose wire. The reporter stated her mother was old and this may or may not be true. It was mentioned that it had been going on for a month and although it did not hurt. It was mentioned that patient should not had had the implant because one of the health care provider put her on lasix to make her urinate more, while the other implanted interstim to make her urinate less. The reporter indicated that ¿she did not see where patient goes more than before¿, thus she did not think the implant had worked from day one. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# v742618, implanted: 2011-(B)(6), product type lead. (B)(4).